Manufacturer narrative:
A steris service technician arrived on site to inspect the table; he was unable to duplicate the reported event. The technician removed all covers to the table and inspected all wiring; no issues were noted. The technician noted some minor damage to the hand control of the table. A replacement hand control was ordered for the table. Steris is working with the facility to provide an in-service on proper use and operation of the table, including the backup controls to all appropriate hospital personnel.

Event description:
The user facility reported a 4085 surgical table would not respond to commands during a surgical procedure. The procedure was delayed for 45 minutes, while the patient was under anesthesia. No injuries were reported.